Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a diagnosis was performed when the incident happened. The procedure completed by performing manual movements under restrictions. The philips field service engineer (fse) analyzed the system onsite and verified that the geometry could not be moved electrically. After reviewing the log file, fse did not find any malfunction related geometry. Fse found all defect in the stopper of the detector shift, the position of the detector could not be detected on the device side. Fse performed the stopper adjustment and detector shift adjustment. Then system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry could not be moved electrically. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and performed stopper adjustment and detector shift adjustment. The device was returned to expected functionality.